Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented with oversensing noise, possibly due to myopotentials. Device reprogramming was performed to resolve the issue. There were no adverse consequences to the patient.